Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic sleeve gastric, the device was loaded and when the last staple was fired, it did not close completely. Another staple was placed to complete the procedure. There was no patient injury.